Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No failed battery test alarm were noted, however corroded battery cap contact noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No prime or fill or rewind anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had squirted out insulin out of the set. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had to rewind more than once and rejected battery. The insulin pump will not be returned for analysis.